Manufacturer narrative:
(B)(4). Date sent: 5/24/2022.

Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via the risk manager, "received notice of claim which states patient underwent cystoprostatectomy with bilateral extended pelvic lymph node dissection, retroperitoneal lymph node dissection, and ileal conduit placement, and umbilical hernia repair. He developed an anastomotic leak on post op day 3 and underwent exploratory laparotomy, abdominal washout, resection of previous small bowel anastomosis, and umbilical hernia repair. Postoperatively, patient underwent placement of a wound vac, drain placement for an abscess demonstrated on CT and a PICC line was placed for a course of antibiotics. Claim further states patient also had an enterocutaneous fistula and underwent an exploratory laparotomy and excision of the fistula four months following the initial surgery."